Event description:
My wife tried a mandibular advancement device from daybreak (www.thedaybreak.com). It was a very lengthy (3-4 month) process with multiple fittings until finally it fit right and was adjusted to the correct band size. But she wasn't feeling any more rested after a month of wearing it with the correct fit. She was still falling asleep multiple times a day. We requested a sleep study from daybreak using their FDA cleared sleep test and it reported an ahi of zero. (No apnea events). According to them, they'd treated my osa (obstructive sleep apnea). We requested our own independent sleep study from (B)(6) to confirm this. It was a wait to get that done - about two months. I did a two-night at home sleep study using their device both nights. The results showed an ahi score of 11.3 with their device - meaning osa was still very much present. Her baseline was 13 prior to getting this device. It did not treat the apnea at all. Their website has no posted address anywhere and when you google them, the option to review them does not show up. All of this leads me to believe they are a shady business. The device is useless and does not do what it promised. I have sleep study results to back all of this up as well as a record of all emails to and from the company. Their patient care guarantee says they will refund medical device only within 90 days, but I didn't even receive a working one until after that 90 day period had passed. I paid $1800 for this device. They even said they would contact my insurance to get $600 back for me. This didn't happen. I contacted them about it, and they never got back to me. Everything about them appears fraudulent and rigged from their mandibular advancement device to their fraudulent sleep studies. Please help hold them accountable and not mess with other people's health. I now have a future appointment with a sleep doctor, and I am trying to go the CPAP route. Thank you! I'd be more than happy to email pdfs of daybreak's inaccurate sleep study as well as my independent sleep studies if needed.